Event description:
It was reported that during the abume bone surgery, the bur deviation/shake was large during the operation. The bur vibration was fe lt while using to the patient. The procedure was completed with the use of backup product. There was no patient impact associated with the event.

Manufacturer narrative:
Product analysis found that visually, there was no significant damage to the packaging carton when returned. Under the magnification, there were no traces of biological contamination, striations, or scratches on the bur. The bur was slightly bent in the middle. The outside diameter of the shank measured 0.0579 inches. The outside sleeve diameter shall be 0.062 (±0.001) inches and measured 0.0624 inches (within specification). The overall bur length shall be 3.850 inches (+0.015/-0.010) and actual measurement was 3.240 inches (out of specification). Functionally, the bur was securely seated into skeeter handpiece and ran from 1000rpm to approximately 5000rpm and resulted in wobbling. The wobbling disappeared after rpm was increased from 5000rpm to the maximum 16000rpm. For further analysis saw bone was used to test the bur diamond tip and the diamond tip was cutting with no issues. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.